Manufacturer narrative:
(B)(4).

Event description:
It was reported during an ablation, the device paced through the patient's intrinsic rhythm leading to short runs of ventricular tachycardia. Programming changes were made, but it is still occurring. The device remains implanted. The patient was stable.